Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following pocket closure of the initial implant procedure, high out of range impedance measurements, noise and oversensing were observed on the right ventricular (rv) lead. During the revision procedure, the connection was confirmed to be appropriate. Additionally, the helix mechanism of the rv lead would not retract. The rv lead was explanted. No additional adverse patient effects were reported.